Event description:
Hospital reported two events of pt being shifted in their bed with 24 hrs after they had their procedure. The ats access line came loose from the ocean ats drain and blood was spilled on the floor and bed. Events occurred early (B)(6) 2013. No adverse outcome reported.

Manufacturer narrative:
Hospital reported two events, however, no details on either event is available. Upon completion of the investigation into this event a f/u report will be submitted. Recall initiated 11/07/2013, reference report number: 1219977-10/24/13-005-r.